Manufacturer narrative:
(B)(4). Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2.

Event description:
It was reported that the insulin pump received a low battery alert. Customer's blood glucose value was 10.2 mmol/l at the time of the incident. Customer states they did receive a low battery prior to replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.